Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify the product code of ethibond suture?

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2019 and suture was used. The suture material break from swage point and both needle and suture are getting separated. Also, the suture strand breaking during the knotting. Another device was used to complete the procedure. The procedure was completed successfully with a delay of 5-8 minutes. There were no adverse patient consequences reported.